Event description:
The customer reported the ortho provue analyzer posted error messages during reagent identification indicating an inability to identify the liquid levels during testing. The customer discovered the vials to be wet. During the second lld check, the customer observed the probe drip into the reagent red cell vials. The customer aborted testing. The customer indicated that the reagents red cells on board the instrument were contaminated. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The user detected the issue, preventing erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined the pressure in the fluidics system was out of specification. Replacement of the pressure regulator has returned the instrument to expected operation. This customer has logged a similar complaint against this analyzer since the incident, reference MDR 1056600-2008-00083.